Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the ventricular signals on the atrial channel. Inappropriate atrial tachy responses (atr) were triggered as a result. The device was reprogrammed per technical services (ts)'s suggestions. The device remains in use. No adverse patient effects were reported.